Manufacturer narrative:
B3: event date: 2024. Oxiris has been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an oxiris set was observed to be ¿cracked" and leaked when the machine started continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and the return screwed connector was observed cracked. The reported condition was verified. The most probable root cause of the condition is that a shock occurred during shipping or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.